Event description:
During a routine follow-up, the nurse received a "device parameter error" message along with a ram map displayed. St. Jude technical services was contacted and the ram map was reviewed. Block mode programming was successfully performed. However, it was suspected that the device may have a corruption between the communication of the internal and external ram. The device was then programmed to defibrillation functions only, which did not affect device therapy. However, the decision was made to explant the device in the near future since reading the communication and diagnostics info may be affected.